Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the venaseal to treat the short saphenous vein, as per IFU with no issues noted. The patient attended a follow up appointment approximately 5 months post procedure, it was reported the patient presented with swelling and inflammation. It was reported that patient was treated with elobact, an antibiotic for 14 days. The swelling subsided; however, the wound continued to secrete fluid. Patient is scheduled to attend a future appointment to have adhesive removed from the subcutaneous tissue.